Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. Unable to perform the functional testing to verify the motor error alarms due to keypad damage. However, the motor was tested outside of the device and passed the motor tests. No damage found on the motor. The device had a cracked corner display window, cracked battery tube threads, scratched lcd window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 141 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.